Event description:
It was reported by the customer that when using the bd pyxis medstation es, there was a leak coming from the drawers. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was a leak coming from the drawers. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a leak coming from the drawer. A field service engineer found that during the fluid spill incident, drawers 1 through 4 were pulled for inspection. Drawer 1, a matrix drawer, had a small amount of fluid which was cleaned. Drawer 2, a half-height drawer, contained fluid that had splashed onto the cubie pockets; all pockets were cleaned along with fluid found under row board a. Drawer 3, also a half-height drawer, had a very small amount of dried fluid which was cleaned. Drawer 4, a full-height drawer, had fluid under row board a that was also cleaned. The system functioned as intended after the field service engineer repaired the device.